Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a conclusive cause for the reported difficult to deploy or difficult to position; however, the additional treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling.

Event description:
It was reported the procedure was to treat a de novo lesion with no calcification and 90% stenosis in the proximal left anterior descending artery. A 2.5 x 15 mm trek was used for pre-dilatation, and a 3.5 x 18 mm xience xpedition was successfully advanced and deployed at the target lesion. Post-dilatation was performed with a 3.0 x 8 mm nc trek and a 3.5 x 12 mm nc trek. After withdrawal of the 3.5 x 12 mm nc trek, it was realized that the xience xpedition was not well apposed, further post-dilatation was needed. The 3.5 x 12 mm nc trek was re-inserted but was too winged and could not cross due to bumping the proximal edge of the stent. A new 3.5 x 12 mm nc trek was advanced but could not cross the lesion after continuous attempts; therefore, the 3.5 x 18 mm xience xpedition was left without further post-dilatation. Final angiography showed the xience xpedition remained malposed. There was no adverse patient sequela. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was available.